Manufacturer narrative:
Age - average. Date of death - estimated. Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the rx herculink elite peripheral stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other patient effects reported in the pmcf are captured under separate medwatch report. Article title "rpt2131863 pmcf report balloon expandable peripheral stent systems".

Event description:
It was reported through the post market clinical follow-up evaluation report (pmcf) report, that the herculink elite stent may be related to the adverse patient effect of death. Details are listed in the article, titled post market clinical follow-up evaluation report balloon expandable peripheral stent systems.